Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, episodes of post paced t wave oversensing due to fusion were observed. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time.